Event description:
The pt reportedly experienced skin breakdown and infection at the implant site. The pt was prescribed antibiotics (type unk). Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.